Event description:
As reported by an edwards lifesciences field clinical specialist, regarding an implant of a 26mm sapien 3 ultra resilia, the 26mm commander delivery system balloon ruptured horizontally during deployment. During removal, the 14f esheath was damaged (delamination) during retrieval. The devices were removed via right femoral with assistance from vascular surgery (cutdown).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device is not available to be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and concluded distal liner delaminated, likely circumferentially; hdpe folded inward around delaminated interface. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported event was confirmed through evaluation of the provided device-related imagery. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported, the 26mm commander delivery system balloon ruptured horizontally during deployment. During removal, the 14f esheath was damaged (delamination) during retrieval. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.